Event description:
It was reported that the right ventricular lead had insulation disruption and coil expansion due to wrapping the lead in a pocket at an odd angle. The lead impedance had increased significantly since initial implant and the thresholds were up as well. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.